Event description:
The pt was seen at the implant center for device eval in 5/2001. Testing conducted at the center confirmed that their device was no longer functioning. Revision surgery took place in 2001.